Manufacturer narrative:
Brand name is unknown; common device name and device product code are unknown; the manufacturing location was unknown. Catalog number, serial number, and lot number are unknown; PMA/510k number is unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several hose devices burst while in use with the compact air drive device. The reporter was unable to provide a specific number of occurrences. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.